Event description:
It was reported that the PICC was inserted. While removing sterile field, pt suddenly had red face and felt hot flushing. It settled in 5 minutes. Additional info: pt became flushed (red face), diaphoretic and c/o sob: after she recovered, pt stated "she tasted something odd"; rn strongly felt it was a reaction to the lidocaine. He did not know if she had received local anesthesia in the past. The sob was like a swelling of the throat as seen in anaphylaxis. Reaction occurred after removing sterile field and applying the dressing.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval as it remains in use. A chr review is not possible as no manufacturing lot number has been provided by the complainant.